Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the o-ring near the septum. Customer reported that the cgm indicated blood glucose level was "high". Customer delivered a bolus via the pump after successfully loading a new cartridge to address blood glucose.